Manufacturer narrative:
At this time the lead has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine implant procedure, this right ventricular (rv) lead was attempted to be implanted. The patient was reporting symptoms of chest pain, resulting in the procedure to be aborted and the rv lead to be explanted. It was discovered that the patient had a tamponade and some blood was taken off the heart. The patient recovered with no further issues. The rv lead was reportedly disposed of following the procedure and would not be returned for reliability analysis.